Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of lactated ringers via gravity. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified antibiotic. The customer contact reported that the primary solution container was not hung lower than the secondary solution container. After an unspecified length of time, the customer contact reported the fluid level in the drip chamber increased and backflow of solution from the secondary solution container into the drip chamber of the primary tubing set was noted. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.